Event description:
A malfunction alarm with code malf 16 was reported, and it was confirmed that the customer's blood glucose level did not exceed 500 mg/dl. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump to be sent.